Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the "coating of laparoscopic toothed forceps with ratchet found missing during the operation. Surgeon dr. Y. C. & dr. R. C. Informed. Surgical field searched and intro-op video replayed by dr. R. C. Broken part not found. Informed surgeon and decide not for x-ray." Received description of the impact on the patient: "risk for patient - retained foreign body." No further information about any impact on the patient was provided.